Event description:
The patient's wife reported that her husband, the patient, had an infection at the infusion site on the left side of the abdomen. The wife stated that the patient was hospitalized due to the infection on 3/26 at (B)(6) medical center and patient was discharged on 3/28. The wife stated that while the patient was in the hospital for the infection, he was on IV antibiotics and he was treated for an abdominal abscess. The reporter mentioned that prior to the infection, the patient felt soar when removing the v-go and it started out red, later raising and forming a pimple. The wife stated that the patient still has the infection and will be seeing an hcp to determine if the patient needs surgery to treat the infection. The patient disposed of the worn v-go in question.